Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a retrograde procedure of the heavily calcified, heavily tortuous, anterior tibial artery, the command guide wire was advanced without resistance but failed to cross the lesion due to the anatomy. While attempting to remove the guide wire, anatomical resistance was noted and the wire separated. The separated portion of the wire was snared and removed from the anatomy. Additionally, bunching and tears to the coating was noted. A different guide wire was used in the procedure without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment, torn polymer and twisted coating were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily calcified and heavily tortuous anatomy resulting in the reported failure to advance. While attempting to remove the guide wire interaction with the anatomy and/or manipulation of the device resulted in the reported and noted torn, wrinkled and bunched coating, the bent and stretched core and ultimately resulted in the reported and noted core and coil detachments; thus, resulting in the reported difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.